Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reported event was not confirmed. There were no visual damages to the distal end of the needle (including the stylist) or elsewhere on the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since there were no visual damages observed to the distal end of the needle (including the stylist) or anywhere else on the device, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the needle was used for first pass, and the needle was removed, there was a foreign body left in the puncture area. The foreign body had a metallic appearance. When the needle was taken out to be inspected, the physician stated that it looked like the needle, but the needle looked grossly intact. The procedure performed was a diagnostic endobronchial ultrasound. Upon further follow up by olympus, the customer reported that pathology identified the material as a foreign body and not organic material. The customer further noted that they do not know the source of the foreign body. The foreign body was found within the needle tract and was retrieved with forceps. The procedure was completed with another needle without any complications and patient harm. The patient was discharged the same day as the procedure. There were no other issues noted on the needle itself during and after the procedure.